Event description:
This is 4 of 5 reports for complaint (B)(4).

Event description:
Patient status post distal femur fracture with implanted plate and screws presented a clicking sounds emanating from the fracture site. X-rays revealed the most proximal screw was completely disengaged from the plate but remained in the bone. In descending order, the second most proximal screw was engaged in the plate but pulling out of the bone. The third screw was unthreading from the plate and beginning to pull out of the bone. Five remaining screws distal to the fracture were intact and engaged with plate and bone. Patient returned to the or for hardware removal of 10 hole 4.5mm va lcp condylar plate and 8 screws. This is 4 of 4 reports submitted.

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
The device history report stated that the manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Provided correct part number, lot number and included the expiration date. Placeholder.

Manufacturer narrative:
Product classification code provided. A manufacturing evaluation was conducted. The part was received with no visible damages, except some signs of use. The relevant dimensions were checked and no deviation was found.

Manufacturer narrative:
This device used for treatment and not diagnosis. Additional information. No design related issue could be detected and this is the first complaint of this nature on this plate in combination with dls screws. Based on the provided information it is not possible to define the exact cause of this occurrence. There are different possible causes. Par example: wrong angulation of the dls screws. No or wrong torque limiting attachment used, which could cause an improper screw locking or a torque through of the screw: wrong aiming arm used: off-axis drilling before screw insertion: plate and screws not manufactured according to the specification, which can be excluded after the manufacturing evaluation.